Manufacturer narrative:
Upon reassessment, the reported system error failure mode has been determined to be non-reportable. It was determined that events involving a system error alarm during infusion are not reportable. The occurrence of system error represents a severity of 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Refer to complaint #: (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the peristalic motor would not function. The replacing of the component confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/13/2024, I znyo medical received a report that during the preventive maintenance (pm), motor would not function. No patient involved reported.